Event description:
A new instrument set was being used on a procedure. The tip of the instrument broke off in the patient's nose during the procedure. The patient's nose was suctioned out and the piece of the instrument was found in the suction canister.